Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that small r-waves and variability in sensing was observed for the right ventricular (rv) lead. Additionally, possible atrial lead undersensing was also observed. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.